Manufacturer narrative:
(B)(4). Batch # m55k9j. The analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45g cartridge reload was received partially fired 1/10 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk additional information requested and received: what were the indications for surgery? Mass in lung. What tissue was being fired on at the time of the incident? No tissue was being fired on. Tissue was only being grasped at the time of the incident. What other devices were used in the vicinity? Were the jaws fully clamped closed while inserting into the patient? Don¿t know but assuming not from post case conversations. Who loaded the device and what is their experience with the stapler? Scrub tech and their experience is moderate with this device. What color cartridge was being used? Green. What is the current patient status? Doing well as of last week.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) procedure, the surgeon fired the device successfully three times during the case. The fourth cartridge was loaded into the stapler but somehow was either loaded incorrectly or became dislodged upon entry into the chest and unfortunately fell out into patient's chest cavity. The cartridge could not easily be removed so to complete the case the patient had to be opened to a thoracotomy in order to locate and remove the cartridge.